Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 2025 ¿ (B)(6) 2025 of 40-60 mg/dl. Customer consumed carbohydrates and glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.